Event description:
Boston scientific received information that was an abnormal pacing impedance trend on the device and competitor right ventricular (rv) lead. The impedance measurements were between 550 ohms and 1643 ohms. There was no noise present and the x-ray revealed no abnormalities. The device remains implanted and the patient will be followed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.